Event description:
The customer reported error 260.4130 on lvp8100. The customer replaced the logic board, but the error still persists. No patient involvement.

Event description:
The customer reported error 260.4130 on lvp8100. The customer replaced the logic board, but the error still persists. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed (B)(6) reported error 260.4130 on lvp8100 sn (B)(6). He replaced logic board, but the error still exist. 1. Replace logic board. 2. Replace motor control board. 3. Return the module to the factory. Recommended replace motor control board. (B)(6) will send unit in for flat fee repair. A review of the device history record for sn (B)(6) was performed from date of manufacture, 8/7/2013 to the present date 11/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support suggests that the customer replace the motor control board. The customer reported problem was unconfirmed as the product has not been returned for service. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Manufacturer narrative:
The customer reported problem was unconfirmed as the product has not been returned for service.

Event description:
The customer reported error 260.4130 on lvp8100. The customer replaced the logic board, but the error still persists. No patient involvement.